Event description:
It was reported that the programming tablet was failing to communicate. There was a ¿failure to open port¿ error. All cable connections were re-seated and tightened, and the tablet was restarted; however, the error persisted. A replacement adapter cable was provided to the site. The tablet usb adapter was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the usb cable was completed on 01/07/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.